Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fever and turbid peritoneal effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin 250 mg (frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Two days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering. No additional information is available.